Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was unknown. Battery cap had been replaced. Device continued to alarm failed battery test alarm and batteries would not last. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.